Event description:
It was reported that the physician observed high impedance and the patient was being referred for surgery to address the issue. During surgery the new generator was attached to the existing lead however the high impedance did not resolve. The generator was then removed and a generator diagnostic test was performed which resulted with 3500 ohms. The surgeon then decided to replace the lead. During the lead's removal the surgeon observed a small lead fracture superior to the tie down. After the lead was replaced diagnostics of the newly implanted system were with the acceptable range. X-rays dated prior to the replacement surgery were reviewed by the manufacturer. No issues with the lead were identified however it was noted that only lateral images were received and due to the quality of the images the integrity of the lead was difficult to assess in some portions. Therefore the presence of a micro-fracture and/or a lead discontinuity with the portion of the lead that was difficult to evaluate could be ruled out. It was reported that the explanting facility will not allow for explanted products to be returned to the manufacture. Therefore product return and subsequent product analysis is not expected to be completed.